Event description:
Nellcor puritan bennett received a report where it was claimed that the obturator of a msct broke. The obturator used for insertion of the tracheostomy tube broke in half during a routine tracheostomy replacement. The caller reported that the broken piece was retrieved by the ent. The caller reported that the patient did not experience any complications and the tube remains in use on the patient.